Manufacturer narrative:
Further investigation into this incident is currently being conducted. Once any additional info does become available, this report will be updated.

Event description:
Boston scientific received info that during a pt follow up, the skin at the xiphoid electrode wound site was not sutured closed. The wound was bandaged to avoid infection. No adverse pt effects were reported and there were no reports of an infection.